Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, all hardware was removed on (B)(6) 2025 due to pain and irritation on the medial side of the foot. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, all hardware was removed on (B)(6) 2025 due to pain and irritation on the medial side of the foot. Additional information indicates that upon review of radiographic images, the surgeon noted a slight tilt of the plate and observed the distal oblique locking screw may have been slightly short of the lateral cortex leading to angular instability of the plate. He noted adequate bone healing at the osteotomy site and that the pain was likely a result of feeling the hardware. The hardware was removed and the bone void was backfilled with a bone filler. Visual signs of potential metallosis were also noted. No other patient outcomes were reported as a result of this event. Hardware was returned for evaluation and shows evidence of use/damage as a result of initial implantation and/or removal efforts. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although several factors can contribute to the reported event, the most likely cause is operator technique and/or improper device selection as the distal oblique locking screw did not penetrate or pass the lateral cortex, resulting in instability of the plate. No deficiencies or malfunctions have been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.